Event description:
A malfunction was reported on the pump, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised that they could continue using the pump. The customer was instructed to call back if the malfunction code reappeared, and they acknowledged this guidance.